Event description:
The customer reported that the system would not perform fluoroscopic x-ray after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the power supply on the workstation to the required specifications. The system was tested and found to be working as intended and put back in service.